Event description:
It was reported that cartridge alarms with consecutive cartridges occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.